Event description:
Patient developed large, hard, raised lumps around the neck area following a procedure with liposuction and reunion. The patient was injected with steroids to treat the affected area.